Event description:
The patient was receiving zosyn ivpb as treatment for a deep lumbar infection. Nursing staff noted a small hole on the external segment of the PICC line. The catheter was clamped at the point between the patient and the hole and the external segment was covered by a clear dressing. A new IV was started to keep the patient's meds on time. Vascular access rn was notified. Patient required 4 more weeks of zosyn regimen. An over the wire exchange was performed by vascular access rn without incident. No patient injury noted. Device was in place for approximately 2 weeks. Manufacturer response for PICC line, arrow (per site reporter): product complaint reported to the manufacturer. Sales representative to pick up PICC line.